Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets cannula kinked. These events occurred between (B)(6) 2024. These events occurred after three or more hours of insertion. Insertion site was abdomen. Infusion set had been used for two to seven hours. A customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.